Event description:
String came off without the tampon- retained, vagina [foreign body in reproductive tract]. String came off without the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string was pulled away from the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String came off without the tampon- retained, vagina [foreign body in reproductive tract] string came off without the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string was pulled away from the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came off without the tampon- retained, vagina [foreign body in reproductive tract] string came off without the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string was pulled away from the tampon. No serious injury reported.